Manufacturer narrative:
The device was returned to olympus for inspection. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Based on the results of the investigation. A definitive root cause cannot be determined. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the following in gif/cf/pcf-290 series operation manual chapter 3.8 inspection of the endoscopic system. Nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation the subject device exhibited foreign matter inside the nozzle. There was no patient involvement.